Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: we check & found this unit show "technical event 231008" on screen. We tried to full calibrated for this unit then we found the same problem. We replaced with a new o2 mixer assembly & full calibration for this unit. After that this unit can be used normally. No patient involvement.